Event description:
This male patient with a history of hyperlipidemia and previous coronary intervention (pci) was admitted for acute myocardial infarction (ami) and was taken to the cath lab for emergent coronary evaluation. Aspirin, ticlid, and heparin were administrated. Clotting times were not measured. Angiography revealed two critical lesions, one in the mid right coronary artery (rca) and one in proximal through mid left anterior artery (lad). The lesion in the mid-rca was a 100%, 50mm, de novo, concentric, type c stenosis classified as a chronic total occlusion (cto). The vessel was 3.5 to 4.0mm in diameter and there was timi 0 flow through the vessel. This was felt to be the culprit lesion. Aspiration thrombectomy was performed followed by predilation with a 2.5 x 20mm balloon inflated to 14 atms.

Manufacturer narrative:
A 3.5 x 23mm cypher stent was deployed to 16 atms. A 4.0 x 30mm driver bare metal stent was then placed proximally to and overlapping the edge of the cypher and was deployed to 9 atms. The stents were post dilated with the 4.0 x 30mm driver stent delivery balloon inflated to 9 atms. Residual stenosis was 0% and timi iii flow was restored to the vessel. The procedure was completed and a staged procedure to treat the proximal-mid lad was scheduled for nine days later. The patient was discharged with orders for daily administration of aspirin and ticlid. Nine days later, the patient returned to a different facility for elective treatment. Heparin was administered. Clotting times were not measured. The lesion in the proximal-mid lad was a 40mm, de novo, bifurcated, concentric type c stenosis. The vessel was 4.3mm in diameter with timi iii flow. The lesion was not predilated. A 3.0 x 28mm cypher stent was positioned in the mid-lad and was deployed (inflation pressure unk). Then a 3.5 x 23mm cypher stent was positioned in the proximal lad, overlapping the proximal edge of the previous implanted stent, and was deployed to 22 atms. The stents were not post dilated. Residual stenosis was 0% and flow through the vessel was timi iii. Approx 25 months later, the pt complained of chest pain. Follow-up angiography was conducted. There was no evidence of re-stenosis or thrombosis reported. Three months later (28 months post index procedure), the patient was emergently transported to the hospital in shock. An intra-aortic balloon pump (iabp) was inserted and emergent angiography was conducted. Thrombus was observed in all three cypher stents, one in the rca and two in the lad. To treat the thrombus in the lad, aspiration thrombectomy was conducted with a 7fr rebirth catheter; some thrombus was aspirated. This was followed by balloon angioplasty using a 3.0 x 15mm sapphire balloon (inflation pressure is unk). Ivus was conducted. Persistent thrombus formation was noted. Add'l balloon inflations were conducted with a 3.5 x 15mm ryujin balloon; however, the thrombus formation persisted. The physician performed repeated balloon inflations until timi iii flow was achieved. To treat the thrombus in the rca, balloon angioplasty was conducted (details of this procedure are unk). Physician's comment: the cause of the thrombotic event may be because aspirin and ticlopidine hydrochloride were not administrated properly due to the patient changing hospitals and not adequately informing the hospital. Please note that there were two possible lot numbers reported for this product. Device mfg reviews will be conducted on both of these lots. Add'l info will be submitted within 30 days of receipt. This cypher is not distributed in the us; however, it is similar to us distributed cypher product. This is one of three reports submitted for the same event. Please reference MFR report#s: 9616099-2008-00102, 9616099-2008-00106, and 9616099-2008-00107.